Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has battery failure. There was no issue with unit, they forgot to plug unit in and batteries had zero charge. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: d5, e2, g2. Additional information: e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cardiosave intra-aortic balloon pump (iabp) had battery failure. There was no patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. He states, no repair needed unit was unplugged and not charging operator error.call was not canceled.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has battery failure. There was no patient involved.